Manufacturer narrative:
Device manufacture date: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider input jammed due to uneven input" during implantation in left eye. Surgery completed with backup device. There was no eye injury.